Event description:
A pt was undergoing a tunnelled hemodialysis catheter insertion on (B)(6) 2014. Dr. Was using u.s. Guidance for right jugular access. When the microsheath was advanced over the wire. The inner stylet was removed with the wire and the tub broke off the sheath. Dr. Explained to the pt what had happened and the pt understood and agreed to a retrieval by accessing the right femoral vein. Retrieval was successful via using a snare. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.